Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (2,000 mcg/ml, unknown dose) and bupivacaine (30 mg/ml, unknown dose) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the hcp attempted side port aspiration and was not able to aspirate the catheter although they felt the patient was getting the medication and has not had symptoms of withdrawal. The actual volumes on refills has been equal to the expected volume. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No interventions have occurred yet. It was unknown if the issue has resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-dec-31. It was reported that the cause of the failed aspiration from the side port was to be determined. The patient was referred to the surgeon who implanted the pump. The elective replacement indicator (eri) was approximately 24 months in the patient receiving compounded solution. The patient's status at the time of report was awaiting pump/catheter replacement.